Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call the sensor had inaccurate readings that triggered the threshold suspend alarm. The customer¿s blood glucose was 220 mg/dl and the sensor glucose was 90 mg/dl at the time of the incident. Customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. Customer was advised a replacement sensor would be sent out.